Event description:
Operator was splashed in the face with waste material from the dimension rxl max drain. An anti-viral cocktail was administered to the operator. Analysis of instrument waste line did not reveal how this event occurred.

Event description:
Operator was splashed in the face with waste material from the dimension rxl max drain. An anti-viral cocktail was administered to the operator. Analysis of instrument waste line did not reveal how this event occurred.